Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune universal impactor handle broke. The central sterile noticed a crack on the tip while inspecting for contamination. It was stated that the tip snapped off when pressure is put on. It is also stated that it possibly hit with mallet during surgery or metal fatigue.

Manufacturer narrative:
It was reported that the attune universal impactor handle broke. The central sterile noticed a crack on the tip while inspecting for contamination. It was stated that the tip snapped off when pressure is put on. It is also stated that it possibly hit with mallet during surgery or metal fatigue. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.